Event description:
It was reported that the device exhibited ¿code error 41786¿. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event history log review revealed 41786 error code. Visual and functional tests were performed, and the customer problem was duplicated. The root cause of the problem was a defective printed wiring assembly (pwa) as the device showed error code 41786. To solve the problem, the pwa will be replaced.